Event description:
Pt was being administered a saline infusion with a sigma 8000 infusion pump. The rate programmed was 50 ml/hr and a 1000 bag was used. The infusion was started at 11:30 pm on 9/13/98. At 1:30 am on 9/14/98 the pt's IV bag was reported to be empty. Pt died at 3:30 am on 9/14/98. Pt's death is not believed to be the result of the reported overinfusion.